Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic pancreatectomy, while being applied on the pancreatic tissue, the grip could not clamp the tissue properly. The handle was replaced to complete the case. There was no patient injury.